Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/20/2015. Belt: 3/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2019 early in the morning while reportedly wearing the lifevest. It was reported by the patient's daughter that the lifevest was not working properly or alarming. Per the patient's daughter the patient had an event around 2 am. It was reported that ems was called but the patient had passed before they arrived. It was reported that ems removed lifevest and initiated CPR. Per clinical review of the download data, the patient was in a sinus rhythm at 90 bpm degrading to ventricular tachycardia (vt) from 110 bpm to 140 bpm with motion artifact. The patient was in vt from approximately 00:44:27 to 00:46:12. Motion artifact and heart rate below the prescribed threshold (150 bpm) prevented the lifevest from treating the patient. The rhythm then transitions to an idioventricular rhythm at 90 bpm transitioning to a sinus rhythm at 90 bpm. Lastly, the patient's rhythm transitions to an idioventricular rhythm at 40 bpm slowing to an idioventricular rhythm at 20 bpm with CPR/motion artifact from approximately 00:43:55 until the electrode belt was disconnected at 01:44:56 on (B)(6) 2019. The patient subsequently passed away.